Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn133398 was released in a single batch. Batch 1: lot qty of (B)(4) units were released on may 22, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse poly driver, shaft was returned and received at us customer quality (cq). Upon visual inspection, no damage was noticed. Functional test: the received handle was not locking/holding the shaft device when assembled together. The shaft was able to be pulled out from the handles without pressing the button. The functional test failed as the device was missing dowel pin and the poly driver button was not functioning as intended. Verse poly driver, handle is being investigated. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: there was conclusive evidence that the returned shaft has no issue but handle missing components, so the dimensional inspection was not performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes but the cause cannot be traced to the device as the issue was identified with the mating device. Investigation conclusion: the complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause is due to missing component of mating device (handle). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon was performing a thoracic fusion procedure using the expedium verse system. During the procedure, when surgeon was inserting the first screw, the polydriver handle disengaged from the screw driver shaft. The nurse reassembled it, but it continued to disengage. Another pan with verse screw drivers was opened and the drivers from that pan were able to be used without issue. The affected screwdriver assembly was removed from the field. There was surgical delay of five (5) minutes. Procedure was successfully completed. This report is for one (1) expedium verse spine system polyaxial driver, shaft. This is report 2 of 2 for complaint (B)(4).